Event description:
The customer states that a patient receiving chemotherapy generated a cell-dyn sapphire wbc count of 1.9 k/ul. This value was not flagged; however, the differential was flagged with ig/band. The customer released the wbc count and held the differential results pending a manual slide review. Upon review of the slide, the customer noted that the wbc generated count of 1.9 k/ul seemed too high compared to the estimate made on the slide review. The customer then proceeded to retest this patient sample on a second cell-dyn sapphire analyzer in the lab, which generated a result of 0.165 k/ul that the customer stated is the correct result. Controls were within specifications on all runs. The customer stated that there were no other issues with any other patient samples. The customer declined any further assistance as they believe the analyzers are operating as expected. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, an abbott customer technical advocate (cta) followed up with the customer. The customer stated the instrument was running fine and no patients with discrepant results were found. No further data was provided by the customer. The cell-dyn sapphire system operator's manual, part number 9140426, revision a, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of complaint tracking and trending.